Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the white piece of the slitter that holds the lead was loose and kept getting caught under it while trying to slit the catheter. The left ventricular (lv) lead displaced because it got caught under the slitter. The lv lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.